Manufacturer narrative:
On (B)(6) 2023, mentor received additional information regarding the patient's date of device implantation. It was reported that the device was implanted on (B)(6) 2022. Section d6a. Has been updated to reflect this additional information. On september 20, 2023, mentor received additional information that her previous surgical intervention, mentioned in the previous report, occurred on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old caucasian female patient underwent a breast augmentation revision with a 370cc mentor memorygel boost breast implant and experienced capsular contracture (baker grade 3) on the right side post-operatively. The patient mentioned having breast pain. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 04, 2023, mentor received additional information regarding the patient's event/s. In order to organize the information being reported to mentor regarding the patient's events, the following timeline of events has been drafted to provide clarification of the patient's events. On may 02, 2022, the patient had her breasts prostheses implanted. On (B)(6) 2023 - the patient had surgical intervention to address a diagnosis of capsular contracture ( baker grade 1-2) on the right side and breast asymmetry. The patient had open capsulotomy on the right side and a scar revision on the left side. The breast prostheses were not removed. On may 23, 023, during a follow-up appointment from the (B)(6) 2023 surgery, the hcp mentioned that the patient had another capsular contracture again. The patient had capsular contracture (baker grade 3) on the right side. The patient mentioned being in pain. On july 13, 2023, during a preoperative visit, it was mentioned that the patient had bilateral breast asymmetry with the right being slightly more elevated compared to the left. It was mentioned that the patient¿s left breast had more ptosis. The healthcare provider also reported the patient having bilateral capsular contracture (baker grade 3) with the right having slightly more displacement superiorly. It was also reported that the patient had slight tenderness on the lateral sides of the breasts. The surgery plan discussed was to only remove both breasts and have a have breasts lifts. On (B)(6) 2023, the patient had surgery to remove her breast. The preoperative and postoperative diagnosis was reported as ¿bilateral breast ptosis¿. See manufacturer's report 1645337-2023-09860 for the patient's contralateral side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 01, 2023, mentor received additional information regarding the patient's diagnosis. It was reported that the patient also experienced breast ptosis and that the patient has had previous surgical interventions to address the capsular contracture. Reason for device explant and/or reoperation: capsular contracture and ptosis. On august 03, 2023, the mentor failure analysis lab has received the device for evaluation. On august 10, 2023, the evaluation for the device was completed. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the smo ro high pro boost gel370cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).